Manufacturer narrative:
Concomitant medical products: 407452 lead, implanted: (B)(6) 2010. Dtbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high and undefined impedance and confirmed fractures of the right ventricular and superior vena cava coils. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.